Manufacturer narrative:
Additional information was received that the patient had a type 1 bicuspid valve which may have contributed to the dislodgement. A p re-implant balloon aortic valvuloplasty (bav) had been performed. The patient was successfully extubated following the procedure. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was not returned to medtronic, and as such no analysis could be performed. No procedural images were provided to medtronic for review. Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the evolut pro+ instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Additional information was received that the patient had a type 1 bicuspid valve which may have contributed to the dislodgement. However, given the limited information and no images for review, the root cause of the dislodgement event cannot be conclusively confirmed and a relationship to the dcs cannot be established. Vascular access related complications, such dissection and bleeding, are known potential adverse patient effects per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the dissection cannot be determined and a relationship to the dcs could not be established. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated data: h6 - eval results, eval conclusion and annex g (component) codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 09-mar-2023, UDI#: (B)(4); product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 25-feb-2023, UDI#: (B)(4). Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the nosecone of the delivery catheter system (dcs) was reported to have interfered with the valve, causing the valve to dislodge. A second transcatheter bioprosthetic valve was attempted to be implanted. During the attempted implant of the second valve, the dcs passed through the dislodged first valve. As a result, a dissection was made in ascending aorta at the lower end of the inflow of the first valve. The second valve system was withdrawn. The procedure was converted to an open surgical repair. The first valve was explanted and a surgical aortic valve was implanted. An ascending aorta replacement was also performed. No additional adverse patient effects were reported.